Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultrasmart meter was giving inaccurate readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On the morning of (B)(6) 2014 the patient obtained the blood glucose readings of 88 mg/dl and 89 mg/dl on the reported meter. After obtaining these readings, the patient took 40.0 units humalog 75/25 insulin. Thirty minutes later, the patient experienced the symptom of shaking. The patient did not report administering any self-treatment for his symptoms or seeking medical attention. A quality control test was performed during the troubleshooting telephone call, with passing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on normal level blood glucose readings as tested on the reported meter. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.